Event description:
History of several falls. Left leg gives out. Operative report says smooth hydroxyapatite coated cup prone to lysis. Cup seemed secure until screws removed. Cup found loose, held only by screws, with massive amount of debris behind cup that appeared to be hydroxyapatite particles. Also lysis of distal femur noted. Revision left total hip arthroplasty. Procedure: she was taken to the operative suite, placed in the supine position and given 1 gram ancef IV piggyback. The left hip was throughly prepped and draped in the usual fashion. A curvilinear incision was made over the trochanter down to subcutaneous tissue. Flaps were developed anterior and posterior. A charnley retractor was placed. Posterior approach was used today and facility decided to do extended trochanteric osteotomy. Dr used a pencil tip midas rex, multiple drills holes were made and extended trochanteric osteotomy that measured 160 millimeter in length was done. Perforations were made anterior on the cortex and dr moved one-third of the circumference of the femur. This was retracted in an anterior direction. The prosthesis was now easily visualized. There was massive loosening of membrane located that surrounded the implant. The implant was easily removed. After the hip was dislocated, the membrane was curetted and sent for frozen section. The frozen section returned-no sign of inflammation. Dr then needed to extend this trochanteric osteotomy about 5 millimeter distal, and got the cement plug out as well as the large lytic lesion distal to this area. Dr then began progressive reaming up to 14.5 millimeters and got excellent chatter. Dr contoured the proximal femur with the midas rex and used a 13.5 millimeter trial, 230 millimeters in length. Dr now turned to the acetabulum, it appeared secure. It doesn't appear to be loose. A complete capsulectomy was performed, anterior and posterior. Dr then struggled removing the polyethylene liner. However, was able to do this when using the midas rex, the liner was removed now and the cup still appeared to be well-fixed. However, based on the history of this cup, it was decided to remove it. The screws were removed, cup was very loose. It was only held in place by the screw. There was a massive amount of debris behind the polyethylene cup as well as behind the cup. It appeared that this was all the hydroxyapatite particles that appeared to be in this area. Dr then curetted the acetabulum, unfortunately the posterior wall was minimal. Dr then reamed up to a 54 millimeter-down to the medial wall until dr had about 70% host bone contact. Dr then took cancellous chips and they were packed into the posterior wall as well as to the medial wall along with some of reamings and a piece of the trochanteric that was removed. Dr then reverse reamed this with a 52 millimeter, pounded in cup-which was a 54 millimeter, anchored it with two strategically placed screws. Dr then used a 15 degree elevated liner. Dr's turned their attention back to the femur.